Event description:
I am a fairly new contact lens user. So I was unaware of any problems with clear care. I was using the regular cleaning solutions with the flat case. My brother-in-law recommended clear care and I bought it. However, since I had remaining regular solution I was using both. One night a few months ago, I was over-tired and went to bed and couldn't sleep. So I decided to get up and read so I could tire out and to back to bed. I went to put my contacts back in, and "forgot" that it wasn't a full 6 hours, and put the contact in my eye. When I started screaming, my husband rushed to the bathroom and thought I had cut myself. But I was crying to hard, and trying to get my eye to open so I could get the contact out. It was so hard, and burned to bad. When I went to the doctor, he gave me some drops and told me it should get better in a few days. It did. However, just yesterday, while traveling, I had forgot the lens case and placed my contacts in two glasses, thinking (like before, with the regular solution), I would clean them in the morning and. Forgot that the solution was the clear care and in a hurry put the contact out of the glass of solution directly in my eye in the morning and again burned the "profanity" out of my eye. It has been burning and tearing all day. It is swollen. But after reading all the blogs on line this afternoon, I am going to wait a few days for it to get better, if not, I will again be on the way to my eye doctor. I feel horrible, but it was an accident, and I see others are experiencing the same fate. Medication administered to or used by the patient: yes. Patient counseling provided: unknown. Reporter's recommendations: after reading all the on-line news clips, blogs, and reports of injury today, I recommend that they change the bottle to be different than regular eye contact solutions. And that it only be able to b e used with the special lens case made for the solution. A red top means nothing. (B)(4).